Event description:
Preop x-ray showed eccentricity of the head in the cup and lack of lateral coverage. It was noted by the doctor that the polyethylene had actually worn away by the tabs so the liner was actually rotating even though contained by the metal wires.